Event description:
On (B)(6) 2015, the reporter contacted animas alleging the display was scratched. No additional information was provided and troubleshooting was unable to be completed. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 09/03/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the display lens was found to be scratched. Unrelated to the complaint, the display was found to be dim and discolored. The battery cap top was worn. The cap was able to secure properly to the pump.